Event description:
It was reported, "unable to flush and line stopped working mid through chemotherapy, line dressing was wet. Previously commenced on enoxaparin for a clot at the end of the line, due to previous complications, decision made to remove line. On removal I flushed the line to see if the same had occurred and there was a hole in the line."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.